Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer adjusted the pump settings and accidentally changed the carbohydrate ratio from 1:6.5 to 1:65. Tandem technical support assisted the customer with correcting the setting. Blood glucose was between 351-561 mg/dl. Cause of high bg was unknown but was treated with manual injections. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.